Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 3 of 4 MDR's filed for the same patient (reference 1825034-2017-00739 / 00742).

Event description:
A patient who underwent a total hip arthroplasty on an unknown date has been indicated for revision due to unknown reasons. No revision has been reported to date.